Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status eri due to cold environmental conditions such as storage or transport. The eri-mode could be successfully reset. The device was implanted for 89 months. The inspection of the pacemaker memory revealed no anomalies. There were no indications of a device malfunction. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. It was reported that the pacemaker was found to be in backup mode while implanted and in service. The root cause for switching into the backup mode was not determinable. However, based on all available information the pacemaker is operating as specified after the reset. In summary, the device is fully functional. There was no indication of a material or manufacturing problem.

Event description:
It was reported: "this device was close to eri but had gone into backup mode. Could not reset device from backup mode while still implanted. Was able to reset after the device was explanted." There were no adverse patient events reported. Should additional information be received, this file will be updated.